Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision surgery done. Surgeon reported the patient was experiencing "scrunching" and "squeaking."